Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic prior to surgery with loss of capture on the right ventricular (rv) lead. The loss of capture was noted because the device was interrogated and found in high output mode; it was determined later that the rv lead was not capturing. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.